Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000377 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the hemostatic valve dislodged. One hour after the vizigo was in use, when a catheter was pulled out from the vizigo for a catheter replacement, the hemostatic valve became dislodged when another catheter was attempting to be inserted. Air was drawn into the sheath from the hemostatic valve endlessly since there was no catheter in the sheath. The hemostatic valve itself was not damaged. The issue was resolved by replacing the sheath to another new one. Additional information was received indicating the hemostatic valve was dislodged inside the hub but not outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. A fkd rf needle (fukuda denshi) was used for transeptal puncture.